Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient¿s underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent right partial nephrectomy on (B)(6) 2012 due to renal cell carcinoma. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a partial removal of kidney on (B)(6) 2012.